Event description:
Caller reported pump battery was not charging but did not receive a malfunction alert. There was no adverse impact to the customer¿s blood glucose level. Technical support advised connecting the pump to a different wall outlet, which resolved the issue as the pump began charging successfully, so no further assistance was required.